Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Caller has reported the hospitalizations to the executive offices. Customer treats the high blood glucose with manual injections. Caller stated that his wife has been hospitalized several times using the insulin pump. Customer is a brittle diabetic and has trouble controlling blood glucose level while in the hospital. A new insulin pump will be mailed to customer. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.